Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, partial deployment occurred. The lesion was located in the left anterior descending (lad) with a 70-80% stenosis. The lesion was about 37mm in length, moderately calcified, with the tag end of the lesion at 80% stenosis. The lesion was predilated with a 2.0x15mm non-bsc balloon. A 3.00x24mm taxus drug eluting stent was implanted in the lad, and then a 3.00x20mm taxus drug eluting stent was implanted by overlapping the previously implanted stent by 5mm in the proximal lad. It was observed that the 3.0x24mm taxus stent was inflated incompletely and had a 30% stenosis. The operator tried post dilation with a quantum 3.0x15mm balloon, but the balloon was unable to pass through the first stent to the stenosis. The operator re-used the non-bsc 2.0x15mm balloon at 24 atmospheres (atms), and the non-bsc balloon burst. Then a quantum 3.0x20mm balloon was used to target the stenosis and the lesion was post dilated to 24 atms, inflating the taxus 3.0x24 completely. No patient complications were reported. More information has been requested from the facility, but as of this report, no information has been received.

Manufacturer narrative:
The stent remains in the patient and the delivery device hase been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.